Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the ipg was replaced because, the patient was frequently charging and the ipg was old. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient's ipg was no longer functioning. The patient will undergo ipg replacement.

Event description:
A report was received that the patient¿s ipg was no longer functioning. The patient will undergo ipg replacement.